Manufacturer narrative:
(B)(4). A sample was not returned and the lot number is not available; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During follow up with the caregiver (cg), it was reported that there were two bags on the heater pan stacked on top of each other at the time of the event. The cg stated that the pressure from this caused the line to leak. The technical service representative (tsr) had informed them to only have one bag on the heater pan. Since they have been only putting one bag on the heater pan, there have been no further leaks. The cg stated that they were able to continue therapy on after the event using new supplies with no difficulties. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available. The device was not available for evaluation. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to place one bag on the heater pan. The guide also warns the user to not stack bags on top of each other. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette was leaking during use, while the home patient (hp) was not connected. The technical service representative (tsr) advised the cg to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.